Event description:
Patient stated that she has been having trouble with tubing lately. It doesn't want to stay connected to cassette or the filter leaks {lot 3931784), which is why she has to request extra tubing each shipment. No other information or dates known. Did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved? Ongoing? Resolved. Did the product fault occur while in use with a pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we [MFR] replace device? No, pt has extra.